Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 450 mg/dl. Customer reported that high blood glucose was due to dosage miscalculation. Customer inquired on when to calibrate after a high blood glucose. Customer was educated on calibration techniques.